Manufacturer narrative:
B6- imaging evaluation result was added. D7a: was corrected for "no". Code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. The cause for the incomplete contralateral gate expansion, and the subsequent complications related to contralateral gate cannulation, are attributed to procedural interactions with the calcified patient anatomy as reported. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include but are not limited to endoprosthesis or delivery system incomplete component deployment and graft material failure, puncture. Per IFU, additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. IFU exclusion criteria: mycotic aneurysm and heavily calcified landing zone. The safety and effectiveness of the gore® excluder® conformable aaa endoprosthesis have not been evaluated in the following patient populations: mycotic aneurysms. Key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcium and/or plaque may compromise the fixation and sealing of the implantation sites.

Manufacturer narrative:
H6: code c21- a review of the manufacturing record for the device is going to be conducted. The device remains implanted and is not available for investigation. Evaluation is in process. Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent endovascular procedure using a gore® excluder® conformable aaa endoprosthesis to treat a mycotic pseudoaneurysm. It was reported that the contralateral gate did not open. Appeared open when viewing from ap (long gold marker at 12 o¿clock) but a lateral view of gate showed gate "squashed" against calcified wall of aorta. According to the physician, that the narrow, calcified aorta was what prevented the contralateral gate from opening. The physician thought that the device was compressed. It was unable to get a wire in to cannulate the contralateral gate. Many iterations of 014, 018 and 035 wires and catheters attempted over a significant length of time without success. Attempted also to recontrain top and manipulate with a graft to see if contralateral gate could be released, however limited space in aorta prevented the graft from any maneuverability. Deployed remainder of graft (ipsilateral) with the view to attempt to snare wire with an up-and-over bifurcation technique. Once again, multiple attempts over hours using combinations of wires, sheaths and catheters (including steerable sheath), and an 014 wire was passed through what was suspected to be a puncture in the side of the contralateral graft fabric wall. According to the information provided, the hole was a result of the attempts made to cannulate the contralateral gate. It did not appear to be a defect, but a hole created by the interventional radiologist during the procedure. The surgeon decided to proceed with this as patient was becoming 'acidotic and hyperchloremic' by this time (per anesthetist). Lunderquist wire placed up contralateral side, contralateral gate (via suspected puncture in graft wall) ballooned up with 3mm pta, then 5mm pta. The contralateral limb deployed to left internal iliac artery. Contra and ipsi gates/limbs were treated with gore® viabahn® vbx balloon expandable endoprostheses (2 x vbx 8mm x 59mm). After 7 hours of surgery, the surgeon wanted to complete the procedure and ¿get the patient off the table¿ before he became too unwell. This was why, despite believing the wire had passed through a hole in the graft wall, they decided to proceed with deploying a limb through this anyway, they didn't want to continue longer. The patient tolerated the procedure.